Manufacturer narrative:
No info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt developed subxiphoid pseudomis infection and was taken back to the operating room for wash out. Uncontrolled bleeding occurred and the pt expired.